Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was noted that the patient was implanted on (B)(6) 2014. Additional information received reports the patient trial results were mediocre. The patient states he was encouraged to move forward with implant.

Event description:
It was reported that the patient¿s trial didn't go well. There were not a lot of results, though his urgency/frequency symptoms were better than his baseline during the trial. It was later indicated that patient had 50% or greater symptom reduction. The cause of the event was that a "basic evaluation leads used so they migrated". A follow-up report will be sent if additional information becomes available.